Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was unknown. The customer stated that the battery last 1 day. The customer was advised that we are sending replacement pump. The customer stated the alarm happened during normal use. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Multiple pump error 25 alarms noted in the format history file and the power management graph indicated connector resistance issue. Connector on pcba was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the device functioned properly during testing. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.